Manufacturer narrative:
The event was reported via medwatch report #mw5067935. Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation was inconclusive for the detached filter limb. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately eight years post deployment of a vena cava filter, guided fluoroscopy demonstrated two detached filter limbs; half of one filter leg was identified in the pulmonary artery and the other half of the filter leg was retained locally, a second filter limb was embedded in the right ventricle tissue of septum and moderator band. A snare device was used to capture and retrieve the filter and all but the limb embedded in the right ventricle. The patient was reported as asymptomatic. There was no reported patient injury.

Manufacturer narrative:
The event was reported via medwatch report #mw5067935. No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately eight years post deployment of a vena cava filter, guided fluoroscopy demonstrated two detached filter limbs; half of one filter leg was identified in the pulmonary artery and the other half of the filter leg was retained locally, a second filter limb was embedded in the right ventricle tissue of septum and moderator band. A snare device was used to capture and retrieve the filter and all but the limb embedded in the right ventricle. The patient was reported as asymptomatic. There was no reported patient injury.